Manufacturer narrative:
(B)(4). Batch #: u5az6h. (B)(4). The following was requested, but unavailable: could you please provide more details for "it didn't work"? Did the device staple? If the device stapled, was the staple line complete? If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? Did the device cut? If the device cut, was the cut line complete? Were the cut line and staple lines equal? Was the device fired across a staple line? Please provide details as to how the reload did not work. Did the reload lock out and would not work? Did the reload begin to staple and cut, but then jammed? Did the device staple, but there was no cut line? If the device cut and stapled, were there any staples missing from the staple line? How was the procedure completed? Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the xr30v reload arrived with no apparent damaged and with 5 protruding staples in the pockets. No functional test could be performed due to the conditions of the reload. The event reported was confirmed and it is related an improper use of the device. It should be noted that when manipulating the device only the closing trigger should be grasp until ready to fire the device. Do not grasp the firing trigger before the device is to be fired. If the firing trigger is manipulated it could cause the staples to deploy partially or completely resulting in malformed staples and a premature lockout situation. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the professor tried to use the cartridge after installing it, but it didn't work. The surgery was completed after replacing it with a new product. It had no effect on the patient.